Event description:
The (B)(4) distributor returned monitor (B)(4) to zoll reporting that "both response buttons were broken".

Manufacturer narrative:
Device eval summary - eval of monitor (B)(4) has been completed. The reported problem (damaged response buttons) has been confirmed. The cause of the nonfunctional response buttons was physical damage to the switches. The metallic domes had been peeled off both switches. The source of the physical damage cannot be positively identified. No adverse event resulted from the damaged response buttons.